Event description:
Device switching on automatically.

Manufacturer narrative:
The reported problem, of the device switches on automatically, was attributed to a membrane failure (FDA reference (B)(4)).

Event description:
Device switching on automatically.